Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a jetstream xc-2.1 atherectomy catheter. The device was visually examined for any shaft damage and the functional testing of the device was completed. The device showed no damage. Functional analysis was done by completing the setup procedure per the directions for use and completing aspiration testing of the device per the test procedure. Test results showed that this device did perform as designed per the test procedure specifications. Inspection of the remainder of the device, revealed no damage or irregularities.

Event description:
It was reported that aspiration was not functioning properly. It was reported that a 2.1mm jetstream xc catheter was selected for a procedure in the popliteal artery. During the procedure, it was noted that the aspiration properties were not functioning adequately and the system was not aspirating properly. The physician removed the catheter and primed the system again. The catheter was re-inserted and athrectomy was started again. The system was still not functioning properly. The catheter was removed and the procedure was completed with another of the same device.

Event description:
It was reported that aspiration was not functioning properly. It was reported that a 2.1mm jetstream xc catheter was selected for a procedure in the popliteal artery. During the procedure, it was noted that the aspiration properties were not functioning adequately and the system was not aspirating properly. The physician removed the catheter and primed the system again. The catheter was re-inserted and athrectomy was started again. The system was still not functioning properly. The catheter was removed and the procedure was completed with another of the same device.